Event description:
Customer reported receiving multiple low blood glucose reading alerts at night. Customer stated that their sensor was reading 67 mg/dl and their blood glucose reading was 143 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.